Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" codes was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the evaluation of the device, an issue related to the power management board was observed. The ventilator's power management board was replaced to address the issue.